Event description:
It was reported that the device had a milrinone drip, it was dosed as 36.5 mcg/min, but pump is built as mcg/kg/min and the ER nurse got confused and did it wrong. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. Investigation summary: the reported milrinone programming error could not be confirmed. External inspection was not performed as no devices or product were returned for investigation. Testing was not performed as no devices or product were returned for investigation. However, the facility provided pictures showing the pump module display. Through the provided photos the proper operation of the device can be observed, indicating the administrated medication and dosage. Per alaris system with guardrails user manual v12.3.2 the system is not intended to replace supervision by medical personnel. The user must become thoroughly familiar with the system features, operation and accessories prior to use. The user manual also states that all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. Root cause: the root cause of the reported milrinone programming error could not be identified. The laboratory testing of the incident devices could not be performed as they were not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had a milrinone drip, it was dosed as 36.5 mcg/min, but pump is built as mcg/kg/min and the ER nurse got confused and did it wrong. There was patient involvement, but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.